Event description:
It was reported that the patient "had a problem" with her first device, where the catheter broke and the "whole system" was replaced. No date was reported, no symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type catheter. (B)(4).